Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and will no longer power on when the on/off button is pressed and the device lid is opened.  Without any power available, the device could not be used to deliver defibrillation therapy to a patient, if needed. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer advised physio-control that they have permanently removed the device from service and will not be returning it to physio-control for evaluation.  The device has not been returned to physio-control.  The cause of the reported issue could not be determined.